Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the surgeon was complaining about calibration not being right. There was no further information. There was no reported delay and no reported impact to patient outcome.